Event description:
A site reported to rxsight that after delivery of a light adjustable lens+ (lal+, sn (B)(6) +20.0d) during primary cataract surgery on (B)(6) 2024, a posterior capsule tear was noted. During attempted placement of the iol into the sulcus, the lens dislocated into the vitreous. A secondary procedure was performed on a different day to retrieve the dislocated iol and place an intraocular lens from a different manufacturer in the sulcus. Rxsight's first awareness of this event was on (B)(6) 2024.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).